Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate readings on their one touch verio iq meter. The patient was comparing meter to another meter (otu2); however did not have the results on either devices the patient mentioned that the readings were less than 30 minutes from one another. The patient denied seeking any medical attention or contacting their physician for assistance. The patient did not exhibit any symptoms. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or receiving any medical treatment. The complaint is being reported since the patient alleged that the reading on the veio iq meter was reading higher than their one touch ultra 2 meter.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.